Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that when removing the protective sheath, the stent dislodged from the stent delivery system (sds). The physician used another unit without problem. No additional event or patient information is available.